Event description:
Customer's father called to report that the insulin pump alarmed button error. Customer's father also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels ranged from 222 to 226 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive button. The insulin pump had no vibration anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.